Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The caller did not know which coaguchek xs system produced the discrepant results. Reference medwatch report with (B)(6) for the other suspect device used.

Event description:
Caller states patient tested 6.0 inr and 5.8 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.